Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that due to persistent urinary incontinence and pelvic pain post mesh excision, patient underwent implantation of sparc midurethral sling.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, dyspareunia, neuromuscular problems, vaginal scarring and other: protrusion of mesh. It was reported that on (B)(6) 2012 the patient underwent partial mesh removal due to pain and protrusion of mesh.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a vaginal hysterectomy and anterior colporrhaphy on (B)(6) 2014 due to heavy dub and cystocele with b/l paravaginal defects.